Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had shock therapy and went to clinic. Interrogation showed noise episodes interpreted as ventricular fibrillation with inappropriate therapy as a consequence. The lead was capped and replaced. The patient was doing well after the procedure.